Event description:
It was reported that pump displayed a minimum fill notification while caller was attempting to load a cartridge with sufficient usable insulin. There was no adverse impact to the customer's blood glucose level. Customer first tried reloading same cartridge without success, then, with guidance from technical support, cleaned pneumatic tap area and followed proper filling and loading steps with a new cartridge, after which cartridge loading was successful, insulin delivery was resumed, and replacement cartridges were provided as a goodwill gesture.